Event description:
His meter would not power on. The mas attempted unsuccessfully to reach the patient by phone for further clarification; therefore a letter is being sent. The patient reported that the last time he tested on his meter was on 10/17/05 at 11:45am. And the result was 210 mg/dl. He reported no symptoms at the time of concern. He visited his physician to have his blood glucose tested. The patient does not remember the result obtained on the physician's meter. The physician advised him to take glucose. It is not known how long the patient was unable to test on his meter or if any adjustments were made to his diabetes regimen. The battery in the meter was replaced and the issue was not resolved. The battery contacts were in good condition. A replacement meter has been sent.